Event description:
It was reported by the customer that during a gyn procedure the device did not pass the pre test.they completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad missing and the blade gouged at the tip and with body fluids on the device. When the tissue pad is displaced, the clamp arm may damage the blade by coming in contact with the tip. When a blade is damaged, it may not complete the pre-run testing, will display an error code and will keep reverting back to standby mode. As the tissue pad is no longer attached to the clamp arm, further evaluation could not be performed. However, a corrective and preventive action has been initiated to address this issue.